Event description:
It was reported per field svc report that the pump was on the pt. Symptom: pump had frequent system 7 alarms. Plugging in pump after running on battery for several minutes would generate the alarm.

Manufacturer narrative:
Findings/action taken. Power supply replaced. Service performed by hospital biomed. Follow-up report will be filed if add'l info becomes available.